Event description:
And advanced bionics rep reported communications problems with the implant prior to a pocket revision procedure. The patient was implanted with a new advanced bionics spinal cord stimulator.